Manufacturer narrative:
The laser has not returned for evaluation and/or repair.

Event description:
It was reported that during a surgical procedure, after 20 minutes, the laser screen went blank while the machine was still on. The console was rebooted multiple times but the issue was not resolved. The case was canceled due to this event. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
The console (B)(4) was received at the manufacturer on september 05, 2018.

Manufacturer narrative:
Product evaluation: the greenlight xps console s/n (B)(4) was evaluated on september 18, 2018 and noted the packaging in which console was returned was undamaged. External appearance showed no signs of wear and tear. Failure analysis could not duplicate the reported blank screen and the device was found to be working as intended. The desiccant, di and particle filters were replaced and the device was found to be within specifications. Probable root cause: based on fa report, the probable root cause was undetermined.